Event description:
The customer reported that they are preparing to place the third balloon catheter within the same pt in a 3 day time period. There is no resistance encountered, but the catheter continues to slip out of the pt. The wife of the pt is a nurse and states that she has had to tape the device down and re-inflate the balloon. There has been no adverse consequence to the pt other than inconvenience. Upon removal of the first balloon from the pt, a hole was noted in the balloon material.

Manufacturer narrative:
Evaluation: still under investigation at this time.